Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that during the procedure the patient suffered a pericardial effusion. After mapping in the right atrium, cannulating the coronary sinus, and performing a transseptal puncture, the physician began mapping the left atrium. At this point, an effusion was noted on intracardiac echo, and the patient developed a blood pressure drop. A pericardiocentesis was performed and the patient stabilized, this occurred at the time of the call. The procedure was aborted. The physician did not indicate that they believed biosense webster, inc. Products contributed to the patient event, but that it was procedural. Additional information was received on the event. Last the caller heard, the patient outcome of the adverse event is that they were stable. Prior to noting the cardiac tamponade, ablation was not performed. There was no evidence of steam pop. It is unknown when the event occurred, fluid was noticed post transseptal. No error messages observed on the biosense webster equipment during the procedure. The patient was under general anesthesia. It is unknown if the patient required extended hospitalization. This complaint will be conservatively reported as it is unclear that although no ablation took place, if cardiac tamponade was caused by a bwi device.

Manufacturer narrative:
Additional information was received on 04-feb-2022. The pentaray nav built matrix in right atrium, webster coronary sinus was placed in the coronary sinus, thermocool® smart touch® sf bi-directional navigation catheter was placed in the left atrium after the transseptal (ts) and effusion was noted. The physician¿s opinion on the cause of this adverse event was it was procedure related. Assessment made after review of this additional information is that this complaint will remain conservatively reportable as the thermocool® smart touch® sf bi-directional navigation catheter was reported to be placed in the left atrium (la) after the transseptal puncture and effusion was noted at that time. In addition, updated the d10. Concomitant medical products and therapy dates field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).